Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that a symptomatic patient was presented to the emergency room. Loss of rv capture was observed, and programming changes were made. Patient was presented for lead revision a few days later, and exit block was noted via fluoroscopy. Lead was explanted and replaced. The patient was stable after the procedure and will continue to be monitored routinely.